Manufacturer narrative:
Based on the information provided, the cause of the reported post-operative complication cannot be determined. Isi requested the vse instrument used during be returned; however, the surgeon reported that this vse instrument was discarded and therefore cannot be returned. A follow-up MDR will be submitted if additional information is obtained. A medical review was performed by an isi medical safety officer and the following information was provided: "based upon the information provided in the description of events, the patient underwent a da vinci-assisted sigmoid colectomy and passed away within a few hours after the completion of the procedure due to cardiopulmonary failure resulting from acute blood loss anemia due to a delayed bleed from the inferior mesenteric artery that had been sealed and transected during the primary procedure using the vessel sealer extend in combination with the e-100 generator. The cause of the ima seal failure resulting in the delayed bleed resulting in the patient¿s mortality is unknown." A review of the system logs for the procedure date of (B)(6) 2022 has been performed by a technical support engineer (tse) and the following was observed: no relevant errors were observed during this procedure. Multiple procedures have been performed on this system after this reported complaint with no service requests being created. As a result of this review, the tse did not recommend a field service engineer (fse) visit the site to perform system verification testing. A failure analysis engineer reviewed the stapler logs for the stapler used in this event and the following info was provided: there are no documented vessel sealer errors in the logs for this procedure. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted sigmoid colectomy procedure, a vessel that was previously sealed and transected with a vse instrument bled post-operatively causing the patient to expire. It is suspected that this vse instrument insufficiently sealed this vessel. The cause of the post-operative complication is unknown.

Event description:
It was initially reported that after the completion of a da vinci-assisted sigmoid colectomy procedure the patient experienced internal bleeding in their hospital room and expired less than 24 hours after the procedure. The hospital alleged that this event may be related to the vessel sealer extend (vse) instrument that was used to seal the inferior mesentery artery (ima). On 04-mar-2022 intuitive surgical inc. (Isi) contacted the surgeon of this procedure and additional information was obtained about the complaint: the surgeon reported the indication for this sigmoid colectomy was diverticulitis. The surgeon cleaned the ima and fired the vse instrument across it. The surgeon said he observed the vessel during the sealing and cutting process with nothing abnormal noticed. The surgeon inspected the seal and cut location after unclamping the vessel; nothing abnormal was noticed. The surgeon reported that this seal on the ima was either the first or second use of the vse this procedure. The surgeon stated that the procedure went on for about another two hours uneventfully after sealing and cutting the ima. The da vinci procedure was completed with no issues. The patient was reportedly obese with a lot of scar tissue. The surgeon reported there were no anesthesia or blood pressure complications during the procedure. The surgeon visited the patient in their hospital room shortly after the procedure was completed. The surgeon reported talking to the patient and observing them in good health. About five hours post-operatively the patient reportedly had low blood pressure and coded. The patient was given CPR in their hospital room and taken to the operating room. The patient was given more CPR once in the operating room and they were opened via laparotomy. The surgeon found the ima stump bleeding from where it was sealed with the vse instrument. The surgeon said he did not find any other damage that would have been related to this event. The patient¿s spleen was damaged, and a hematoma was developing in the left peritoneum; however, the surgeon stated this damage was due to the CPR that was administered. The surgeon reported that he plans to use staplers on the vessels during his future colectomies rather than vessel sealers after this event. The surgeon said he has spoken to other surgeons and found that most of them prefer to use staplers on vessels during colectomies. The surgeon specified that he does not think a product malfunction occurred with the vse during this event. The surgeon said he thinks staplers will provide more security than the vse¿s on vessels in colectomy procedures. The surgeon said his theory on why this event occurred was that the patient¿s blood pressure increased and somehow broke the cautery seal the vse instrument created. The surgeon said the ima vessel was about 5mm¿s in size and that he had cleaned it off and made sure there was no tension while sealing with the vse instrument. The surgeon supported his theory that the vse was not malfunctioning because he said the other seals held and only the ima came undone. The surgeon reported that the vse instrument used during this event was discarded after the procedure was completed. Therefore, this instrument will not be returned. The surgeon reported that they were using the e-100 generator during this procedure. There are no images or videos of this event. The surgeon said the patient¿s family has not informed him if an autopsy is being performed or not.